Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during the deployment of a stent graft, the outer catheter broke. The stent was unable to be deployed, the pt is to return in two days to complete the stent graft deployment procedure. There was no reported pt injury.